Event description:
The customer reported via email that they have an issue with decontaminating exeter rasps. The customer further reported that the rasps are hand decontaminated initially, brushing with a rigid brush and then a high pressure washer, they are then placed in an ultrasonic cleaner to dislodge any debris that may have been missed, they are then washed in an automated washer/ disinfector but there is minute fragments of bone insitu resulting in pt cases being cancelled. The customer would like advise on the best way to wash the rasps.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.